Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the patient hip dislocated on (B)(6) 2025. Revision surgery performed on (B)(6) 2025. Upon exposure the inferior rim of the liner was found to have fractured off of the liner. Surgeon converted to dual mobility construct. Loosening of pinnacle liner mentioned. There was surgical delay reported. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the outer surface of the ceramic head has signs of metal transfer, consistent with the ceramic head being in contact with the cup after a disassociation, however based with the available information there is no signs that a dislocation occurred, the observed conditions are not representative of a device nonconformance. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +1 product code: 136532310 lot number: 4177049 and no non-conformances or manufacturing irregularities were identified related to the reported allegation. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 32mm +1 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +1 product code: 136532310 lot number: 4177049 and no non-conformances or manufacturing irregularities were identified related to the reported allegation. Device history review: a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +1 product code: 136532310 lot number: 4177049 and no non-conformances or manufacturing irregularities were identified related to the reported allegation. H11 additional narrative: added: d10 (concomitant).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient hip dislocated on (B)(6) 2025. Revision surgery performed on (B)(6) 2025. Upon exposure the inferior rim of the liner was found to have fractured off of the liner. Surgeon converted to dual mobility construct. Loosening of pinnacle liner mentioned. There was surgical delay reported. Affected side: right hip.